Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) advises patients to not take a bath or swim as this may damage the device components. It also advises the patient to not submerge device components in water or other fluid as this may damage them. Lastly, it warns the patient to not allow water or other fluids to enter the controller, power adapters, batteries, battery charger, or connectors, as this may damage the device components. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported by the perfusionist that there was humidity on the controller. The patient was close to the sea and his controller became wet with salt water. The controller screen then became difficult to read and the controller started to flash red and yellow. The patient presented to the hospital for an exchange of the controller. The site was unable to download data from the controller. The controller was subsequently exchanged with no consequence or impact to the patient. The patient was in the hospital for a few hours. No further information was provided.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual inspection due to a displaced o-ring gasket on the serial port and power port 1 connector. Functional testing revealed that the controller was unable to communicate with a monitor, was unable to start a motor fixture, the display was not functioning correctly, the controller was unable to detect a silencer adapter and the controller was alarming an unknown alarm. Internal inspection revealed contamination, corrosion and damage on the printed circuit board. The displaced o-ring gaskets on the serial port and power port 1 likely contributed to fluid ingress, causing damage to the internal circuitry of the controller. Based on the available information the most likely root cause of the reported event can be attributed to displaced o-ring gaskets. Loose connectors and displaced o-ring gaskets are being investigated by manufacturer heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.